Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the unit had a deficient performance upon connection of a wand. An additional wand was opened and tested, however, yielded and the same result. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.